Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. X-ray inspection of the device verified that the device plasma fuse was blown. It was confirmed that the device as able to deliver pacing therapy, but not able to deliver shock therapy. Examination of the device memory revealed that the device had delivered a 41 joule shock into a shorted lead condition. As a result, the clinical observation was confirmed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient was hospitalized following a ventricular fibrillation (vf) episode and the device was beeping. Upon interrogation, error codes indicating the capacitor charge time has exceeded the limit and a shock lead shorted were noted. Shock impedance measurements less than 20 ohms were noted on the right ventricular (rv) lead. Boston scientific technical services (ts) and engineering reviewed the device memory and confirmed the device shocked into a shorted lead fault and the first charge time exceeded fault occurred within the same day. The second charge time exceeded fault caused the battery status to declare end of life (eol). It was recommended that the device and rv lead be explanted and replaced. This device was explanted and the lead was surgically abandoned. No additional adverse patient effects were reported.